Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. On (B)(6) 2016, the right ventricular coil impedance spiked to 136 ohms and then returned to a trend in the 36-61 ohms range. On (B)(6) 2016, it spiked to 206 ohms and returned to the trend of 36-61 ohms. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the right ventricular lead had high and unstable right ventricular coil impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.